Event description:
Biomed reported that the v60 was displaying a co2 rebreathing risk message. It was unknown how the issue was found. No patient or user harm reported. Per the diagnostics performed by the engineer, a diagnostic code 1203 low leak-co2 rebreathing risk was observed. The service engineer noted that the following part was recommended for replacement - flow sensor assembly. Onsite service was requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the device was in use when the issue occurred. The patient was then move to a different ventilator. No patient or user harm reported.

Manufacturer narrative:
H10: the customer replaced the flow sensor assembly to resolve the issue. The information provided by the evaluation determined the device failed to meet specifications. Following the repair, the device was returned to the customer to be placed back into service.

Manufacturer narrative:
The removed flow sensor assembly was returned to the product investigation lab (pil), and visual inspection revealed no anomalies. The pil technician could not duplicate the 1203 "low leak-co2 rebreathing risk" alarm error; however, the pil technician did verify gross airflow failures during the testing of the suspect flow sensor assembly-- the pil technician verified that the suspect flow sensor assembly grossly failed all flow accuracy testing called out in step 7 of the service manual. Through further analysis and troubleshooting, the pil technician confirmed that the reason for the gross airflow failures during diagnostics testing was due to a faulty u1 on the airflow sensor portion of the flow sensor assembly which drifted to the point of allowing for extreme airflow failures. With the temporary install of the standard test bed (stb) airflow sensor to the flow sensor assembly, the pil technician verified that the flow sensor assembly operated as expected and suspected that the gross airflow failures, which were the result of the faulty u1 on the airflow sensor, were related to the 1203 "low leak-co2 rebreathing risk" alarm error noted during the use of the device.